Manufacturer narrative:
(B)(6). A mustang device 5x4x40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 15mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08-mar-2021. It was reported that balloon inflation failure occurred. The 75% stenosed target lesion was located in a shunt in the moderately tortuous vessel in the forearm. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation, the balloon did not inflate. The procedure was completed with a different device. There was no patient injury. However, returned device analysis revealed balloon pinhole.